Event description:
Update 17 mar 2015: rec'd der with revision date, patient height and weight,activity level, sales rep, surgeon. Invoice with stem and sleeve details. Sm 1 apr 2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 8/09/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported synovitis. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed

Manufacturer narrative:
Depuy still considers the investigation closed at this time.

Event description:
Litigation alleges that the patient experienced the following on account of her asr left hip implant: synovitis; mechanical complications caused by left total hip replacement; tissue necrosis and inflammation; pain; disfigurement; and loosening of the prosthesis. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests.